Manufacturer narrative:
Initial and final (B)(4) - (B)(6) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events where cannula did not insert into body within three hours of insertion on (B)(6)2024 and (B)(6)2025. The issue occurred with two similar types of infusion sets and site was patient's abdomen. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6005478 in question was manufactured at the reynosa site. The reference samples for the lot 6005478 have already been previously tested for visual inspection in the (B)(6) on (B)(6) 2025. All test results were found within specifications as per the test report (B)(4) test report. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6005478 was manufactured according to the wi version 111 manufactured in the line 7, on 15/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 23/jul/2025 against malfunction code incorrect insertion of the soft cannula and lot 6005478 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to insertion issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.